Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan united kingdom alleging that her onetouch ultra meter did not turn on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the meter issue began on the evening of (B)(6) 2014. The patient manages her diabetes with self-adjusting insulin. The patient stated that when the meter issue began, she replaced the batteries but the meter still did not turn on. Due to the alleged meter issue, the patient did not use the meter for 3 days. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptoms of "hypoglycemia with slurred speech" 3 days after the alleged meter issue began. On the same day (time unknown), the patient's son called ems who tested the patient's blood glucose (result unknown) and treated with oral glucose. Ems tested the patient's blood glucose again prior to leaving and the result obtained was "9 mmol/l." At the time of troubleshooting, the csr noted that new batteries had been inserted into the subject meter, the patient did not have any test strips available to perform a walk-through test, the test strips were not identified as counterfeit, the subject meter was not being used for the first time, the meter did not turn on when the power button was pressed and there was no indication of product misuse. The csr also noted that the patient was not storing the test strips in accordance to the instructions for use, and educated the patient on the correct storage instructions. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient developed symptoms suggestive of a severe low blood glucose excursion after the alleged meter issue began, and she received hcp treatment for such a condition.